Event description:
It was reported that a user experienced pairing failure between a dexcom g7 sensor and the ilet, after which the agent guided the user to toggle between sensors, the sensor warmup began, and glucose readings were viewable in the dexcom app, indicating an intermittent communication issue affecting interoperability, with the antenna and electrical/magnetic components implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem associated with intermittent communication failure involving the device antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.